Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v knife wire broke. The issue was found during therapeutic endoscopic sphincterotomy (est), a retrograde cholangiopancreatography (ercp) procedure, the knife was damaged when it was energized. The procedure was completed using a similar device (with a little delay during which the equipment was replaced). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the wire coating was torn and the broken part was scorched and melted. When measured the outer diameter of the knife wire, there was no abnormality. It was confirmed that there were no problems with the length of the knife wire and wire coating, and that there were no defects in the actual product. No other abnormalities that could lead to breakage of the knife wire could be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.